Manufacturer narrative:
(B)(4). Patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
After an ent procedure, the surgeon reported bruising on the patient post-op. It is unknown the location or severity of the bruising. The surgeon stated there were no issues with the plasmablade devices and believes it did not contribute to the reported patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.